Manufacturer narrative:
This item was additionally returned and thus is reported in this report after it was additionally sent in for investigation. Investigation results: visual investigation: we made a visual inspection of the screw parts, especially the insert. The insert shows bent catch noses. With this noses out of alignment a reliable catch of the insert in the body is no longer given. On the flanks of the body are two slots for "locking" the inlay. On the edges of both slots a minor wear is visible, what is a sure evidence, that the inlay was correct positioned at the time of the delivery. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with sw790t - s4 set screw new version. According to the complaint description, the screw nut broke during surgery. (Degenerative spinal disease, l spine). No harm to patient. No delay nor intervention required. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00089 ((B)(4) + st064t).